Manufacturer narrative:
Initial.

Event description:
It was reported that dosing stopped after a dexcom g7 sensor failure while the system was in bg run mode, and the user did not comprehend that the device had stopped dosing. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure or method, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.